Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (fse) inspected the system and confirmed that the fluoroscopy was not possible, problem was found during diagnosis and completed as planned. Customer tried restarted the system and issue is resolved by cold restart, and it does not replicate again, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This reported problem code combination and specific scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: the instructions for use of both the azurion and allura devices recommend using a system restart per if the device deviates from expected behavior or if there is a system failure. The azurion IFU states: ¿note: if control of the system starts to deviate from its expected behavior, you should restart the system. There are two methods for restarting the system: warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. Cold restart: use this method when you are trying to resolve a hardware-related issue with the system.¿ the allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. Clinicians on the pms clinical expert team and igt-s medical and clinical affairs team have concluded the following: if a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy failed. There was no report of harm. Philips has started an investigation of this complaint.